Event description:
It was further reported that the patient was told two different longevity estimates by two different technicians, ones estimated nine months and the other estimated eighteen months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing leads - (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient called to report that since (B)(6) 2012 they have been getting ¿electrical¿ shocks in their left shoulder. The patient stated the shocks come every two to four minutes and last from forty seconds to one minute. The patient has seen their doctor in january and the pacemaker checked out fine; however the patient states that they continue to get these ¿electrical¿ shocks and they happen everywhere. Stimulating/numbing the patient¿s whole left side, left arm, neck, shoulder, chest, and back. The patient also stated that the ¿electrical¿ shock numbs their body in a six or eight circle around the pacemaker. The patient believes that either their pacemaker or leads are defective. It was noted that the patient retired twenty-six years ago due to cervical radiculitis. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.